Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was implanted with an impella rp device for mechanical circulatory support. While on support, the patient had hemolysis. Blood products were given. The hemolysis was never completely resolved before explantation. The procedure outcome was successful with this device.